Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose reading was 400 mg/dl. The customer declined troubleshooting for high blood glucose because he was not wearing the insulin pump at the time of the issue. He had drunk gatorade in order to avoid low blood glucose while not wearing the insulin pump.